Manufacturer narrative:
(B)(4). Date sent: 1/18/2024. D4: batch # 492c96 . Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received partially fired 1/16. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information.     As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 492c96, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy, during stapling on a sleeve, the surgeon did a pulsed stapling and the blade got stuck in the middle and the surgeon had difficulty unlocking the blade with the reverse button. He changed the stapler and the procedure continued without impact on the patient.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2023. D4 batch#: unknown. Additional information was requested and the following was obtained: during the sleeve, during the 2nd stapling, the echelon flex device was blocked during the initiation of stapling with the impossibility of unblock. The surgeon then switched to manual mode to unlock it by lifting the safety catch but the device did not unlocked immediately and he had to repeat the maneuver. He finally succeeded in unblocking the device but the device having remained blocked for 5 to 7 minutes, the stomach was damaged by the long pressure on the tissues due to the blockage of the device. A new device was taken and he was able to staple without problem to complete the gastrectomy part on the sleeve. For safety, the surgeon lined the gastrectomy part with a pds 2/0 overjet, which he does not usually do. The patient was hospitalized one more day for safety reasons, because being diabetic, the surgeon does not want to take any risk of fistula on the gastrectomy section in this fragile patient. The patient remained hospitalized longer than planned for monitoring of the surgical consequences (risk of fistula) because she was a fragile patient. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what color cartridge was used during the event? How was the device removed from the tissue? How was the procedure completed? Approx how fair did the device cut and staple prior to getting stuck? What was the surgeons experience with the device and the staff loading device? How many back and forth ratchets were used on the manual return lever in order to return the knife to the home position? With the new device was a new reload used or the same reload from the previous device? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.